Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Insulin pump had broken battery cap, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer mentioned there was damage on the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.